Event description:
Customer reported that the pump's quick bolus and wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on proper button pressing techniques, but the difficulty persisted, leading to the decision to replace the pump since it was within warranty. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery until the replacement pump arrived.